Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. The patient¿s same sample and recollected sample, when re-tested may reveal differences when low levels of amplification was seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false negative for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that they observed a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas 8800. The patient¿s same sample was repeat tested analyzed on the cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A recollected sample from the patient was analyzed on the cobas® liat® system (s/n not provided) generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using nasopharyngeal in dewei collection tube. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).